Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the orders were not crossing over. A technical support specialist (tss) dialed into the station and confirmed that the alert patient data may not be current, order data may not be current was no longer present. Spoke with the customer and informed them the issue was resolved. No further troubleshooting was required. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es xn-psa new medication orders were not crossing over and an error message displayed stated, patient data may not be current, order data may not be current. While current orders remained visible, new orders were not appearing. The customer confirmed that only one pyxis station was currently affected by this issue. The customer stated that this malfunction occurred while dispensing the medication, and the user managed to get the medication from pharmacy, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.